Event description:
The pt's skin was treated with bacitracin ointment and covered with vaseline gauze. The gauze was covered in some areas with dry kerlex. The pt's condition deteriorated requiring resuscitation and defibrillation. The gauze was removed, the skin wiped, and the defibrillator paddles were applied, there was a spark igniting the gauze and kerlex. The flame was extinguished immediately. The pt received a small burn to the shoulder. The pt died as a result of group a streptococcus sepsis.